Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Provider states that the left gas locking cylinder is not working properly. Therefore when the client goes down a ramp or over a threshold, the left drive wheel will come off the ground and cause the chair to spin. Provider states when he went to examine her chair he notched that the left screw behind the gas locking cylinder was loose.